Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a coronary angioplasty procedure an attempt was made to use one nc euphora balloon catheter when balloon deflation difficulties were experienced when the device would not deflate at the lesion site. The event resulted in patient death. The device was inspected with no issues. The lesion being treated was located in the coronary artery. It was reported that during the procedure, which had progressed normally until the stent post-dilatation stage, the first nc euphora balloon was positioned and inflated according to standard technique. Following angiographic confirmation of inflation, attempts were made to deflate the balloon; however, deflation was unsuccessful. Multiple attempts to aspirate the contrast medium using the inflator failed. The inflator was disconnected and replaced with another device, but the balloon still could not be deflated. Various techniques including attempts to remove the device, were performed over approximately seven hours; however, none were successful. The balloon remained inflated and lodged in the coronar y artery, preventing percutaneous removal. The patient was subsequently referred for cardiac surgery for balloon removal. The patient later died. It was further noted that the patient had originally been referred for pci as the patient was considered high risk for surgery.

Manufacturer narrative:
Additional information: the lesion was pre-dilated. After the implantation of drug-eluting stents in the anterior descending artery, a discrete in-stent mild residual stenosis was identified, and post-dilation with the nc euphora balloon was required. No resistance was observed when removing the device from the hoop/packaging. No difficulties were observed when removing the protective sheath/stylet from the device packaging. Negative prep was performed prior to use. Resistance was not encountered when advancing the device to the lesion and excessive force was not used. The lesion being treated exhibited mild tortuosity and mild calcification. The deflation difficulties occurred after one balloon inflation. The device was not moved or repositioned at the lesion site prior to the deflation difficulties. The patency of the vessels where the device was located occluded within 24 hours. Thrombus formation occurred in the 24 hours following the incident, as the euphora balloon became trapped inside the vessel while inflated. The cause of death was due to left anterior descending artery infarction. The physician directly linked the death to the use of the nc euphora. The patient was on dual antiplatelet therapy (dapt) at the time of the event. There was no prior pci carried out. B.2 date of death added. Ime codes added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the patient was admitted due to a non-st-segment elevation acute coronary syndrome and severe multivessel coronary artery disease. During a percutaneous coronary intervention procedure an attempt was made to use one nc euphora. After the implantation of drug-eluting stents in the anterior descending artery, a discrete in-stent residual stenosis was identified, and post-dilation with the nc euphora balloon was required. The lesion being treated was located in the anterior descending artery. The balloon was inflated to a nominal pressure of 12 atm and adequate angiographic expansion was obtained. The nc euphora balloon remained totally inflated inside the previously treated segment, making it impossible to remove the balloon. Various techniques including attempts to remove the device, multiple aspiration attempts, sectioning of the device's shaft, use of a second arterial access, extensor catheter, microcatheter, multiple guidewires, and many recovery techniques described in the international literature for non-recoverable intracoronary devices were performed over approximately six to seven uninterrupted hours; however, none were successful. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.